Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Event description:
The complaint reported that a patient was implanted with an impella cp and experienced suction alarms due to low pulsatility. Albumin was given and the impella was set at p4 to correct the alarm. It was further reported that the impella was pulled back under echocardiogram and was corrected and set. The patient survived.

Manufacturer narrative:
The investigation of low pump flow and positioning issues has been completed. The impella device was not returned for evaluation. Low pump flow: data log was reviewed and few suction alarms were seen on (B)(6) 2025. P-level was reduced to p-4 and suction alarms resolved. Low flows were seen during the whole case with slight declining ps. Rt log showing suction # 14 alarm(low pulsatility) on (B)(6) 2025. Suction alarm triggers on and dpress. Is lost during this time(reads zero) and when suction alarm is off, dpress. Is again reading values. Per clinical patient was given some fluid bolus and then p-level was reduced to p-4 to resolve suction alarms. The root cause of the low pump flow issue was most likely patient condition related due to extracorporeal membrane oxygenation (ECMO) used during support and based on log, clinical review. Positioning issues: the root cause of the positioning issue was most likely use related since impella was pulled by doctor during support. A5 race and ethnicity was inadvertently omitted on the initial manufacturer device report number 1220648-2025-28019.